Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. The proximal aortic neck had a diameter of 20 mm, and a length of 12 mm. It was reported that on an unknown date approximately two weeks after the index procedure, the patient's ankle-brachial index (abi) was confirmed to be 0.8, while it was 1.8 before the index procedure. A CT scan confirmed that the left ipsilateral limb was compressed to a crescent shape at the terminal aorta. The contralateral limb was not deformed. The cause of the compression was the overlapping contralateral limb that compressed the single ipsilateral limb. The physician implanted another manufacturers' device to resolve the issue. Pta was performed, then kissing balloons were carried out. Abi was improved to 1.4. No additional clinical sequelae were reported and the patient is fine. The physician commented that the contra limb should have been deployed at slightly right side. Further clarification regarding the physician¿s comment was received. The area where the contralateral limb was slightly calcified, so the stent graft was deployed slightly to the right to avoid the calcified area.

Manufacturer narrative:
(B)(4). Exact date of event is unknown.